Manufacturer narrative:
The investigation for the guidewire damage has been completed. Product was not returned for investigation. As per the clinical, guidewire got unsterile while preparation. The cause of the delivery issue was most likely use related. Added- h6 impact code 4629.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the 0.018 guidewire became unsterile during preparation. Therefore, the guidewire was exchanged, and the procedure was successfully completed. There was no reported patient harm.